Manufacturer narrative:
(B) (4). (B) (4).

Event description:
According to the reporter: the surgeon reportedly has had granulomas and hypertrophic scarring and has done scar revisions in her office. In addition, the surgeon stated that the suture takes a long time to absorb, needles are reportedly weak, bending and tips breaking, and needles detaching. No specific case was reported and no further details are available from this customer.